Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient operated 2017 capio artro clinic. Reoperated due to liner disassociation. Doi: 2017. Dor: unknown. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Examination of the liner that was returned on this complaint found evidence to support disassociation of the liner from the cup while implanted. Visual examination of the provided x-ray image also confirmed disassociation. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Date of event: (B)(6) 2017. C. What is the affected side involved in this event? No information d. Was surgery time extended? If yes, what is the duration of the delay? No delay e. Was the cup available for return? Yes. F. For reports of disassociation we are required to enter the acetabular cup even if it was not revised. Can you please provide the acetabular cup product / lot information? Yes, it has been involved in the first report. Due to the nature of the reported event, and in accordance with our procedures, we are required to request the following information to assist in the investigation. Please could you let me know if any/none of this information is available: 1. Radiographs/x-ray films. Please provide all x-rays relevant to the reported event for example - pre-operative, post primary, pre-revision and intervening time points. Provided in first report. 2. Patient demographics. The following are the types of patient demographics we require: - - relevant comorbidities, date of implantation, date of revision, operative side, age at the time of the procedure, weight, height, and activity level . (B)(6) 2017. 3. Implant insertion op notes: please provide all notes relevant to the reported event for example: - - reason for implant insertion, device labels, surgery report, physiotherapy report, early falls and/or dislocations. No info. 4. Implant removal op notes:- please provide all notes relevant to the reported event for example: - - reason for revision, surgeon report and product and lot codes of devices remaining in situ. Liner disassociation, totally loose liner.